Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The wife reported via phone call that the customer received a button error alarm. The wife also reported the buttons were not functional on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.